Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator exhibited a motor fault and an over heated power supply during inspection. The customer reported that the device was hot to touch. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed but unable to be in the laboratory setting. The customer returned the main printed circuit board as the suspected cause of the failure but the component operated without fault during laboratory testing. A review of the main printed circuit board's event log showed entries consistent with the reported issue but would be most likely attributed to the ventilator's power supply, rather than the main printed circuit board. The power supply of the device was not replaced nor returned by the customer so no further investigation can be performed to determined the root cause of the reported issue.